Event description:
It was reported that this information was received via literature review titled 'deep brain stimulation in patients with cardiac implantable electronic devices: pulse width pitfalls.' This patient underwent initial implantation and replacement of dual-chamber pacemakers in the left subclavian area for sick sinus syndrome and was using the single-chamber rate-responsive (vvir) mode because the patient's rhythm changed to permanent atrial fibrillation during follow-up. Subsequently, the patient underwent bilateral deep brain stimulation device (dbs) of the globus pallidus interna (gpi) with directional leads. The following day, a pacemaker interrogation was performed to identify potential interference between the two implanted devices simultaneously while stimulating both externalized gpi leads related to the dbs system. During a device interrogation post implant of the dbs increased levels of electromagnetic interference was seen while changing the dbs parameters settings from bipolar to monopolar, increasing the frequency, and more evidently when increasing the pulse width. Ventricular oversensing occurred when the pulse width was increased. The next day a rechargeable implantable pulse generator was safely implanted in the left subclavian area. The patient was discharged with optimal dbs and no notable inter device interference occurred during outpatient follow up. The patient was stable without any abnormal cardiac events. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this information was received via literature review titled 'deep brain stimulation in patients with cardiac implantable electronic devices: pulse width pitfalls.' This patient underwent initial implantation and replacement of dual-chamber pacemakers in the left subclavian area for sick sinus syndrome and was using the single-chamber rate-responsive (vvir) mode because the patient's rhythm changed to permanent atrial fibrillation during follow-up. Subsequently, the patient underwent bilateral deep brain stimulation device (dbs) of the globus pallidus interna (gpi) with directional leads. The following day, a pacemaker interrogation was performed to identify potential interference between the two implanted devices simultaneously while stimulating both externalized gpi leads related to the dbs system. During a device interrogation post implant of the dbs increased levels of electromagnetic interference was seen while changing the dbs parameters settings from bipolar to monopolar, increasing the frequency, and more evidently when increasing the pulse width. Ventricular oversensing occurred when the pulse width was increased. The next day a rechargeable implantable pulse generator was safely implanted in the left subclavian area. The patient was discharged with optimal dbs and no notable inter device interference occurred during outpatient follow up. The patient was stable without any abnormal cardiac events. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the impact codes.